Event description:
A malfunction was reported by the caller related to the tandem pump, with a malfunction code and fault ID provided. The reported issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. As a corrective measure, technical support arranged to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.